Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after a long period of patient use, the cardiosave intra-aortic balloon pump (iabp) unit was overheating and battery needs maintenance message appeared. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction of overheating. The fse replaced the compressor and mufflers. The fse instructed the hospital's technician how to perform the battery maintenance test. Operational tests were carried out with positive results.